Manufacturer narrative:
Product analysis: the programmer failed tests relating to analyzer signal and gain control. The storage bay was missing a tab. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.